Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cracks in the outer insulation, 5.4 cm and several between 10-11 cm from the terminal end. This type of damage is consistent environmental stress cracking. Resistance testing was performed, and the measurements were within normal limits. Microscopic inspections of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. The patient also noted that the device was damaged. Subsequently, a revision procedure was scheduled. When the pocket was opened insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. The leads also exhibited high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was suspected that the rv lead was fractured. The crt-p, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.